Manufacturer narrative:
Corrected information provided in h.6. And h.11. Correction: on initial MDR the product code of a140504 was an error. It should have been a140504 on the original MDR. The product was returned for analysis and the reported complaint was observed. The device was returned loose in a plastic bag. The lock out assembly has been removed, the nozzle has been removed and not returned. Viscoelastic is observed in the lens bay. The plunger has been partially advanced out of the lens bay and is advanced over and to the left side of the iol (intraocular lens). The iol is advanced just past the lens bay and is misfolded. We are unable to determine the root cause for the reported complaint incorrect deployment of implant. Plunger override was observed. Plunger override may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non qualified viscoelastic. Material properties of nonqualified viscosurgical device (ovd) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device allowing the plunger to override the lens. If the operating room temperature is too high (more than 23 degree celsius or 73 degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of incorrect deployment of implant. No clinical consequence for the patient. The surgery was completed with another lens. Additional information has been requested.